Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a broken battery clip on the power module internal battery. The issue was recognized during regular maintenance. The power module was removed from use.